Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving "scan again in 10 minutes" messages for up to 2 hours or more on adc freestyle libre sensor. The customer subsequently experienced symptoms of "tired, weakness, dry mouth, blurry vision". The customer initially self-treated with insulin (dose/type unknown), but then had contact with healthcare provider who obtained a reading of 500 mg/dl on the hcp meter. Customer was hospitalized, diagnosed with hyperglycemia and treated with additional insulin (dose/type unknown) and an unspecified "serum".